Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels ranging from 41-60 mg/dl, weakness, and fatigue; cause was unknown. Customer required assistance from child to treat bg via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.